Event description:
The caller states the patient is currently in dialysis and was wondering if that could be contributing to an increased rv lead impedance. The rv impedance is currently >3000 ohms. The patient is not pacemaker dependent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).